Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a pairing failed alert when attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet, and support guided the user to verify alarms, confirm the cgm pairing code, toggle settings, and re-enter the code, consistent with an intermittent communication failure involving the antenna/electrical components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability communication issue between the cgm and the ilet consistent with intermittent communication failure, with implicated components including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.